Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device powered on but the touchscreen was unresponsive, preventing the user from sliding to unlock or confirming a firmware update; a small screen imperfection was later observed, and a replacement device was arranged while the user continued cgm monitoring. Symptoms included no injury and no reported changes in blood glucose. Outcomes included no emergency care, no hospitalization, and no interruption to glucose monitoring. Investigation included a review of user reports and basic troubleshooting steps, including attempted firmware update, device restart from the mobile app, and confirmation of screen damage. Investigation of this case revealed a likely damaged or malfunctioning touchscreen that prevented user interaction. It was concluded that the event was due to a device component malfunction of the display/touchscreen, and a replacement device was provided. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.